Manufacturer narrative:
Pending investigation. D10: (B)(6) 02-010-03-0320 - logic cr, 2. (B)(6) 02-012-45-2020 - logic fit, 2f/2t. (B)(6) tn193-119-90 - m-class 19/13x 1.19x90mm.

Event description:
After about 6 years later from a primary surgery on (B)(6) 2018, the patient who had total knee arthroplasty using cr slope ++ tibial insert complained about knee swelling and pain, the surgeon diagnosed the wear of the tibial insert, then revision surgery for the replacement of the tibial insert was performed. Breakage and wear were observed in the retrieved tibial insert. The insert only was replaced to new cr one with 9mm. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3 - the revision reported was likely the result of prosthesis wear and fracture which may have been due to orientation of the components and/or potential ligamentous imbalance which allowed for excessive posterior contact between the femoral component and tibial insert. However, this cannot be confirmed because the component was not returned for evaluation. H6 - component code, investigation type, findings, and conclusion codes.